Event description:
Information received from the field notes that during a routine follow-up, no capture or sensing was identified on the atrial channel. Atrial lead impedance was measured at >3000 ohms in the bipolar configuration.~~~